Event description:
It was reported that dissection occurred. The target lesion was located in the proximal to mid right coronary artery. After a 3.50 x 48 synergy drug eluting stent was deployed, some non-flow limiting dissection was noted at the proximal edge of the stent. A 4.00 x 12 synergy stent was deployed to cover the dissection. The procedure was completed successfully.